Manufacturer narrative:
Device passed displacement test and self test. No moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with intermittent buttons response due to moisture damage found on keypad connector and on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that they did not press a button down longer. The device will not be returned for analysis.